Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the unicel dxc 600i synchron access clinical system for one patient. Customer tested a patient sample for accutni and obtained a result of 0.017ng/ml which gave repeat results in the range of 0.00 - 0.14ng/ml. Erroneous values were reported outside the laboratory. All results were within the risk stratification range. The patient was treated with clexane. No death or injury occurred as a result.

Manufacturer narrative:
The sample type was plasma and the sample in question was only 1/3 full of recommended volume. Per bci technical bulletin, a tube with insufficient blood will have an excess amount of heparin which can interfere with the antigen-antibody interaction. The sample was spun at 3,000xg for 15 minutes at room temperature and was not re-centrifuged between repeat testing. Qc and system check data were not supplied. A field service engineer (fse) was onsite in 2008, due to the instrument giving persistent vacuum low error messages. It was not noted when the vacuum error first presented. Fse inspected for tubing leaks or breakages and no apparent leaks were observed. Fse inspected the peri-pump tubing for possible spits and non were visible. Fse replaced the vacuum pump and verified that vacuum was acceptable and stable. Fse initialized, primed fluidics, and completed a system check which met specifications. Fse advised customer to run qc prior to use and deemed instrument okay to use. Although hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.